Event description:
It was reported that the patient had the artificial urinary sphincter. The patient had an artificial urinary sphincter (ams 800) implanted roughly 10 years ago. The device had recently stopped functioning properly, potentially due to loss of fluid in the system as the cuff not filling and was too large for the patient anatomy . The artificial urinary sphincter was removed and replaced with a new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted.

Manufacturer narrative:
Correction: combination product.

Event description:
It was reported that the patient had the artificial urinary sphincter the patient had an artificial urinary sphincter (ams 800) implanted roughly 10 years ago. The device had recently stopped functioning properly, potentially due to loss of fluid in the system as the cuff not filling and was too large for the patient's anatomy . The artificial urinary sphincter was removed and replaced with a new artificial urinary sphincter consisting of a cuff, pump, and balloon.